Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step in the load sequence. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer completed steps to remove air from the cartridge and used room temperature insulin. Technical support guided the caller through filling and loading a new cartridge on the pump, but the issue persisted. Customer was then transferred for escalated troubleshooting.